Event description:
The customer initially reported that their acuity central patient monitoring system was experiencing issues with the cpu. Subsequently the customer reported that the system shut down once a day due to a malfunctioning ups. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The manufacturing date for the ups is not available.